Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that it was taking too long to charge and poor coupling occurred. Patient lost weight and there was just skin over the ins so she got sore quickly when charging ins, area was tender. Manufacturer representative (rep) had given her a "device" to put around her waist that was to cushion because rep could see that patient only had a bit of skin over her ins, patient said that had helped but she still got sore. Patient repositioned antenna over ins, patient was getting 0 coupling bars. Patient service specialist (pss) reviewed antenna location (al) steps and attempted al then attempt a recharge session. It did not resolve the issue. Patent got 8 coupling bars but then the coupling was lost during call. Patient said since she got implant she had trouble with poor communication. The patient used an antenna. Patient confirmed antenna was secure and sync with ins. The poor communication was resolved. Patient placed patient programmer (pp) directly over ins and sync with ins. During call patient was able to connect right away with a nd without antenna, patient did have husband there to help so pss suspected that patient struggled with getting pp antenna in right spot. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Additional review indicated device codes (B)(4) are no longer applicable to the event. Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was hard for them to make and keep contact and their activity level was very good. The patient stated that the issue of charging taking too long had not been resolved, but a new cable helped. The patient mentioned that they would be so sore because it was still taking too long to charge. No further complications were reported or anticipated.